Event description:
Left hip was implanted with a pinnacle metal-on-metal hip on (B)(6) 2009. Since then had continued and increasing left hip pain, requiring pain medication, injections, and therapy. Inability to be active. MRI showed loosening. Revision was down (B)(6) 2012, but due to infection, had to have antibiotic spacer but in on (B)(6) 2012, with final revision done on (B)(6) 2012.